Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device failed its e-field immunity test, however it was noted that it passed when using a known, good cable. It was additionally noted that the label was delaminated. The device was sent on for repair and reallocation. (B)(4).

Event description:
The programmer and the radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.